Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer informed the technical support engineer (tse) that left arm was faulting out. The tse reviewed the logs and found multiple 23025 errors for the left master tool manipulator. The tse had the customer swap over to the teaching surgeon side console (ssc) to finish the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not duplicate issues at time of service and replaced the master tool manipulator (mtml). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis, and the reported failure (error 23025) was able to be reproduced during sine cycle. The axis 5 motor will be replaced. The complaint was confirmed based on failure analysis.